Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances, or abnormalities identified during the manufacturing process, which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
La peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service (cs) that a patient on pd therapy experienced a cassette leak on two separate occasions. The pdrn could not be reached for further details, however, the pd patient was contacted, and able to provide more information. The patient confirmed there were two fluid leaks that had occurred the previous month; specific event dates could not be provided. Both times, the patient did not notice there was a leak until their treatment was completed. The patient stated there were alarms during the treatments, but could not recall what type of alarms they were or what phase of treatment they occurred in. The patient reported seeing moisture in the cassette compartment on the ¿black bubbles¿ when they opened the cycler door to remove the cassettes. Both cycler sets were reportedly from the same lot, and the patient believed they were faulty. The patient began using cycler sets from a different box, and has not experienced any further problems. The patient stated they inspect the cycler sets before setting up for treatment, and they did not recall identifying any defects on the devices. It was confirmed they were able to complete treatment on both occasions. The patient stated they were trained to perform manual pd therapy, as well as stat drains if needed. They confirmed their pdrn was notified of the fluid leaks. As a precaution, the patient was prescribed prophylactic antibiotics (keflex, unknown dose) for a week. Despite the prophylactic antibiotics, the patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. The patient also verified that their peritoneal effluent fluid had remained clear. The patient was continuing their pd therapy on the same liberty cycler and has not experienced any further issues. Though they did not have their cycler replaced, they were informed that a cycler replacement was an option. They said they would contact technical support (ts) if they wanted to pursue this option. The cycler set for this event was not available to be returned for evaluation as it was reportedly discarded.